Event description:
It was reported that the patient had syncope.

Event description:
It was reported that loss of capture was observed on the leadless pacemaker (lp). The lp was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Visual inspection of the device found no anomaly on the helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported event of capture problem.